Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. Customer has been requested to send the pump back for further investigation. A follow up report will be submitted if further information is obtained.

Event description:
Customer reported on (B)(6) 2024 from us alleging the elvie stride has caused her mastitis and clogged ducts. Customer was prescribed 10 day antibiotic course and was advised to stop using using the pump by her lactation specialist.